Manufacturer narrative:
Concomitant medical device: 6947 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.